Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded inside the battery tube and battery cap contact. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/compromised force sensor, no delivery tests and unexpected low reservoir alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display. Blood glucose at the time of incident was 255mg/dl. The customer states he treated with manual injection for the blood glucose level. The customer stated there is a crack on the insulin pump. The damage starts at the esc button to the top of the screen. Then from the b button to the top corner. The customer stated that the contacts on the battery cap are not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not able to resolve the issue. The customer stated that partial display return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.